Event description:
One patient was treating at approx 10:00 pm in 2006. At 10:52 pm she had some low arterial pressure alarms. She began having "seizure activity". Patient's mother put her chair down and gave the patient 500 ml of solution infusion, then began rinseback and called 911. The patient expired at 11:52 pm.

Manufacturer narrative:
Method: log file review (att 2) clinic patient medical history and summary information (att 1). Results: no machine malfunction indicated.